Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was bothering him. The patient underwent a revision procedure wherein the ipg pocket was relocated. The patient was doing well postoperatively. The device remains implanted.